Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was leaking. The following information was provided by the initial reporter: while priming a dose of magnesium sulfate this morning one of our nurses noticed leaking from the y-sites.

Manufacturer narrative:
Investigation summary : photos were returned for investigation. In the photos, two different separations could be seen. The tubing had separated from two of the three y-sites. The customer complaint was confirmed. A device history record review for model 2426-0500 lot number 22083162 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received a definitive root cause could not be determined. A probable root cause for the defect seen is an insufficient amount of solvent being added to the connection sites. The manufacturing plant is aware of this issue. This incident has been added to our database of reported incidents.